Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (annulus size and bulky calcification) and procedural factors (possible oversized valve) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a pericardial effusion and hematoma around aortic root were observed post valve deployment. The annulus area measured 600 mm2 by CT with bulky calcification on all three valve cusps. During balloon aortic valvuloplasty (bav) with a 25mm non-edwards balloon, valve sizing was performed. Due to severe calcification, it was decided to proceed with a 26 mm sapien 3 valve and to prepare 2 ml more than nominal volume of contrast. During bav with a non-edward balloon, the balloon slipped to the left ventricular side. Bav was not repeated since the hemodynamics was slow to recover after rapid ventricular pacing (rvp) due to low ejection fraction (ef) of 40%. Upon valve deployment, initially, nominal volume was used. It was determined that a little more contrast could be used and additional 2 ml was further injected. More than 5 minutes after the 26 mm sapien 3 valve was deployed, tee showed slight increase of pericardial effusion; hemodynamics were stable. Tee showed a hematoma around the aortic root. Protamine was given. The pericardium was incised and the pericardial effusion was aspirated. No enlargement of the hematoma or increase of pericardial effusion was confirmed. The patient was intubated and would be monitored with blood pressure controlled. The physician stated that he had concerned the 26mm valve might have migrated to the left ventricular considering the annulus area of 600 mm2, however it seemed that 26 mm was even too large.